Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. The initial reported event was received on (B)(6) 2016. Of note, the report of high impedance on a fidelis lead is normally submitted via an alternative summary report submission that should have been submitted on (B)(6) 2017. Information was subsequently received on (B)(6) 2016. As there is new information that no longer qualifies for summary reporting, this event is therefore being submitted as a bimonthly report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to the hospital due to an alert. The impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead was high over a period of time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.